Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the 20 (B)(6) sized catheter was leaking. The patient reportedly went to the emergency room where the catheter was removed and replaced.

Event description:
It was reported that the 20 french sized catheter was leaking. The patient reportedly went to the emergency room where the catheter was removed and replaced.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: - 3cc balloon: use 5cc sterile water. - 5cc balloon: use 10cc sterile water - 30cc balloon: use 35cc sterile water"